Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced muscle stimulation. High thresholds were also noted on the lead. The physician elected to reposition the lead. The lead was pulled back 2 cm resolving the stimulation and thresholds improved to normal values. The patient was stable following the procedure and will be followed normally.